Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro was possible but expose and image playback were not possible. During troubleshooting, fse found error message "post processing is not operational", power supply image disk was defective. Fse replaced power supply image disk. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that exposure could not be done with the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the power supply of the image disk was faulty. The field service engineer inspected the system onsite and after the replacement of the power supply, the device was returned to use in good working order.